Event description:
It was reported that during use on a (B)(6) year old male patient, the autopulse platform did not perform take-up of the autopulse lifeband and displayed a "pull up on lifeband and press continue" message. Customer replaced the battery but the message did not clear. They did not see any errors but indicated that the lifeband was "shredded". No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer indicated that there were no issues with the platform during their morning daily check. Their batteries are rotated daily. During a customer visit, a zoll sales representative (rep.) Tested the platform with a mannequin and the same lifeband and was able to get it to work fine. The zoll sales rep. Noticed that the pin (band clip) pulled out of the shaft (driveshaft slot) very easily. This also occurred with a new lifeband. The autopulse platform in complaint was returned to zoll on 03/05/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no damages to the platform. The platform underwent and passed all initial functional testing using a large resuscitation test fixture (lrtf) with no faults or errors observed. A review of the platform's archive data was performed and found that no anomalies or errors occurred on the reported event date of (B)(6) 2015. Further review of the archive found that on (B)(6) 2015, the platform exhibited multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages and one ua 18 (max take-up revolutions exceeded) message. Per the autopulse® maintenance guide (p/n 11653-001), ua 18 occurs when the autopulse has detected that either the patient's chest size is too small while sizing the patient (take-up) or that there is no patient on the platform. The autopulse is designed to exhibit ua 18 to prevent patient injury. No parts needed to be replaced to remedy the customer's reported complaint of the platform displaying a "pull up on lifeband and press continue" message. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform displaying a "pull up on lifeband and press continue" message was confirmed through review of the platform's archive data, which showed that a ua 45 occurred. The root cause of the ua 45 was determined to be the lifeband not being completely pulled up before use. If the lifeband is not completely pulled up before use, the encoder shaft will not be at the "home" position and cannot properly assess the patient's chest size. This ua is designed into the platform to prevent patient harm.